Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues associated with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this evaluation. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review. The heartmate 3 lvas IFU, rev. D is currently available. No device-related issues were reported; however, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was communicated on (B)(6) 2025 that the clock not synced was resolved. After further review by cardiology and the surgeon, the area was artifact and there no thrombus present. However, the patient had been noncompliant prior to admission with taking the proper dosing of warfarin. There were no recent changes to pump parameters. The patient had low flow due to not having proper intake of water. The patient was hydrated and stopped beta blockers, losartan and spironolactone due to low flows which had now been resolved. It was stated that there was no thrombus after further evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having low flow alarms, and a computed tomography angiography (cta) was performed inpatient with the following impression: standard positioning of left ventricular assist device (lvad). Small amount of hypoattenuation within the outflow cannula was suspicious for thrombus. Mild thickening of the distal esophagus may have been seen in the setting of esophagitis. The patient also had high mean arterial pressures (map) when admitted. Technical services stated that the timestamp was off on the log file so they could not comment on dates/times of low flow events. They saw that the clock was synced at the end of the data capture. The event log file captured some low flow events with the estimated flow hovering around the 2.4 to 2.5 lpm mark. They appeared to be patient related as pulsatility index (pi) values were elevated at the time. Flows since that time were routinely in the mid-3 to low 4 lpm range. Pi values were lower but still variable. Flow values appeared to be on the low side at times for a speed of 5400 rpm, but technical services stated that they were not having the typical frequent low flow values around 2.5 lpm with non-variable flows like typically seen in classic outflow obstruction (ofg) obstructions.